Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - one or more cycle advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device history review was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 11. The patient's ultrafiltration reading was 589ml, indicating the home patient (hp) drained 589ml more than their programmed fill volume of 420ml. This information meets iipv criteria. Product surveillance contacted the nurse on 04/13/2011. According to the nurse the patient's mother never reported any issues or symptoms of overfill. The nurse stated that since this event the patient has discontinued therapy due to getting a transplant. There was no patient injury or medical intervention associated with this event. No further information is available.